Manufacturer narrative:
The impella device has been returned. The root cause of access site adverse event was not determined due to inconclusive clinical information.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. The nurse reported that the pump was explanted few minutes ago due to bleeding at the access site; issue solved by explanting the pump and fem stop. Later it was reported that after consulting with the doctor nothing unusual was found in the patient that could have led to bleeding in the groin. The peel-away sheath had been removed incorrectly (though no one could confirm this for me) or that ultrasound-guided puncture had not been performed. She was informed about the possible causes of groin complications and will discuss them with the team. The patient received inotropes/vasopressors briefly after removal of the impeller. The patient is currently off medication and not connected to any other machines. The patient is doing well and is stable.